Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse hung a secondary infusion of decadron. When attaching the line to the primary smart site the tubing separated at the drip chamber. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection observed that the vinyl tubing was completely separated from the drip chamber outlet port. Functional testing was not performed because of the tubing being separated at the component engagement. Visual inspection under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause of the tubing separated from the drip chamber was insufficient solvent applied at the engagement during the manufacturing process.